Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a f/u report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the manometer gauge of an rd900aeu neopuff infant resuscitator was not performing well. No pt consequence was reported.